Event description:
During investigation of a (B)(6) female pt's electrode belt fro an unrelated event, a reportable problem was discovered. The trunk cable connector was broken and the locking nut was missing on electrode belt sn (B)(4). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk connector was broken and the locking nut was missing. The connector pins were also bent. The root cause for the damaged connector, missing locking nut, and bent pins could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.